Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and transvaginal mesh was implanted. The patient experiences severe pain and has eroding mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.